Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. Surgical intervention was performed and lead was explanted. Visual inspection noted an issue with the proximal svc conductor coil along with a needle puncture in the lead body. Besides surgical intervention there were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a cut in the insulation approximately 24.7 centimeters (cm) from the terminal pin. The proximal shocking coils appeared to have been pulled and twisted approximately 33 cm from the terminal pin. These observations were thought to have been induced during the procedure. The lead passed resistance testing which confirmed it was electrically continuous.